Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 135 mg/dl. Customer did not report moisture damage. Customer reported motion sensor test failure. Customer could't clear the alarm. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing. Device was received with corroded battery tube.